Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6) 2025, the user reported being taken to the hospital due to low blood glucose (bg) levels. The event occurred on (B)(6) 2025 when the user administered a 4-unit injection of lyumjev insulin via a pen without disconnecting from the ilet system. The user then became distracted while watching tv and forgot to eat. Upon standing up, the user felt disoriented, shaky, and was unable to walk properly, knocking over objects while attempting to move to another room. The user's wife, who is bedridden, called their daughter, who then contacted emergency medical services (ems). Upon arrival, ems found the user conscious but very disoriented, with a bg level of 61 mg/dl. The user was treated with three glucose gels and was subsequently taken to the hospital for observation. The user was released approximately four hours later without being formally admitted. The ilet system was disconnected by ems before transport. The user was educated on avoiding external insulin injections without a doctor's recommendation and the importance of disconnecting the ilet for at least 90 minutes if using outside insulin. The user acknowledged and understood the guidance. No long-term health effects were reported other than minor bruising from bumping into walls and furniture.